Event description:
The instrument broke and a metal chip was left in the patient.

Manufacturer narrative:
Examination of the returned instrument confirmed the punch sleeve pin component is missing. The cause is attributed to heavy usage/wear out. The vendor date code indicates the product was manufactured in august of 2004 and is over five years old. Due to the age and condition of the instrument, no corrective action is indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.